Manufacturer narrative:
The event of "capsular contracture unknown baker grade " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details cannot be performed. No additional information is available at this time. Reason for reoperation: capsular contracture unknown baker grade.

Event description:
Patient representative reported that patient had "capsular contracture requiring bilateral capsulectomy and increased risk of alcl. Patient has not been diagnosed with bia-alcl." This record is for the left side. The device has been explanted.